Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test and displacement test. Pump trace download analysis confirmed the pump alarmed power error 25 and power loss alarm. The adapt tool confirmed power error 25 and power loss alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with scratched case, cracked keypad overlay, pillowing keypad overlay and keypad overlay texture damage. The p-cap does lock properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received power error. Customer was able to clear error and rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.